Event description:
It was reported that the left ventricular lead exhibited an increase in pacing thresholds. On (B)(6) 2014, loss of left ventricular capture was observed. On (B)(6) 2015, the lead was tested prior to lead revision and loss of capture was observed again. The lead was programmed off and a new lead was implanted. The patient was noted to be in good condition post the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.